Event description:
It was reported that the ventilator failed flow transducer and o2 sensor tests during pre-use check. There was no patient involvement. Manufacturer' ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer (fse). The ventilator failed flow transducer and o2 sensor tests during pre-use check. According to fse, the control printed circuit board pcb and pneumatic back-plane pcb were found defective. The conclusion was that the defective parts need to be replaced. . The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).